Manufacturer narrative:
Product event summary: analysis could not confirm sluggish performance of the programmer's printer. There were no errors found in the logs. The programmer failed an incoming test because of the left antenna connection. It was also found that the programmer had extensive internal and external corrosion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was sluggish and was sometimes not working. The programmer has been returned for service. There was no patient involvement.